Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, noise on right ventricular lead leading to pacing inhibition was observed. Device was reprogrammed and no lead noise was noted during clinic follow-up on (B)(6) 2019. Patient was stable throughout the event and will continue to be monitored.